Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 468 mg/dl at the time of incident and the current blood glucose of the patient is 364 mg/dl. Customer was treated with syringes. The customer reported symptoms related to high blood glucose level such as trace over the weekend. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that they had bent cannula¿s. Based on customer¿s report customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. The device will not be returned for analysis.